Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: a circumferential slit was observed on the silicone jacket approximately 0.25" from the controller connector. Review of the submitted log files confirmed low speed and pump stop events which appeared to be consistent with a potential issue with the driveline (dl); however, evaluation of the returned dl did not confirm any wire damage that would have contributed to these events. The submitted log files captured transient low speed and pump stop events on 26nov2021, 15dec2021, 17dec2021, and 18dec2021 while the patient was connected to either the power module or mpu. Based on previous complaint experience, these events could be indicative of a potential issue with the dl. The distal end of the dl was returned, measuring approximately 19.5¿ from the controller connector (cc). Electrical continuity testing of the replaced dl in the condition that it was received found all wires to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the dl. Upon disassembly, microscopic inspection of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The dl was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any areas of current leakage. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number vad-18177. No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. The "pump performance monitoring" section under section 6, "patient care and management," addresses damage due to wear and fatigue of the driveline. Section 6 also outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. This section also explains that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Section 7 explains all alarms associated with the system controller and power module, as well as how to troubleshoot them. The heartmate ii lvas patient handbook is currently available. This document contains a section on ¿caring for the driveline;¿ however, all heartmate ii lvas percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an alarm while switching from the mobile power unit (mpu) to batteries. The backup battery was used 7 times and not ready for change. The log file captured speed drops less than the low speed limit and pump stops on (B)(6) 2021. This appeared to only occur while connected to the mpu. This type of behavior has been linked to potential issues with the percutaneous lead. The patient was to remain on batteries until cause was identified. There were additional speed drops and pump stops on (B)(6) 2021 while connected to the mpu which further indicated a driveline short to shield. The x-ray image of the driveline showed an unusual area near the distal end. The patient had a percutaneous lead repair on (B)(6) 2021 approximately 3 inches from the exit site. The patient had additional pump stops post repair and will remain on an ungrounded patient cable. Related manufacturer reference number: 2916596-2021-07583.